Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was user error. It was confirmed that traces of gum clogged the biopsy channel. The suctioning of solid matter (gum) goes against the instruction for use (IFU), thus the cause of the reported event was user error. The event can be detected and prevented by handling the device in accordance with the following IFU: operation manual chapter 3 preparation and inspection shows how to detect the event. Operation manual 4.2 insertion warns about clogging of suction channel and suction valve by suctioning solid matter. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had foreign material stuck to the scope. The patient may have had chewing gum in their colon, and it was suctioned into the scope and was stuck. The issue was observed during a diagnostic colonoscopy procedure. The procedure was completed with a similar device, with no delay, and there were no reports of patient harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the insertion tube had restriction, switch #1 was cut, and the forceps channel was stained. This event is under investigation. A supplemental report will be submitted upon receiving additional information.